Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires was confirmed. External visual inspection of the returned material revealed physical damage to the power extension cable. A known working test power extension cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with the test power extension cable with the power supply connected directly to it. Unit passed diagnostic test. No software malfunctions or anomalies were observed. Patient data backup performed without errors using returned gsm modem. The unit was determined to have a power malfunction due to damage to the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.